Manufacturer narrative:
Additional information: device available for evaluation - yes, returned to manufacturer on 07/05/2016. Device evaluated - yes. Device evaluation the preloaded insertion system was received. The plunger component was observed in advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Residues of lubricant such as ophthalmic viscoelastics (ovds) were observed in the cartridge component. Visual inspection at 10x microscope magnification was performed. The intraocular lens (iol) was observed stuck at the cartridge loading zone. The lens was observed broken/torn by the optic zone. One lens haptic was observed detached into the cartridge component from the pcb00 device. The cartridge tip was observed deformed. No crack defect was observed at any part of the cartridge. No defects in the plunger/pushrod tip were identified that could impair functionality in the device. The reported ¿cartridge crack, plunger rod issue¿ were not confirmed on the returned product. The lens was observed torn and tip deformed was also verified on the return. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance/CAPA there is no indication of a product malfunction or product quality deficiency. No nonconformity report or documentation or labeling change is required. Abbott medical optics will continue to monitor this type of complaint. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: na (not applicable) lens did not have patient contact, therefore, not implanted. If explanted, give date: na (not applicable) lens not implanted; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a crack in a preloaded insertion system, model pcb00. The location of the crack was not specified in spite of repeated requests for additional information. Additionally, it was reported that the plunger would not advance. There was no patient contact reported. No further information was provided.